Event description:
The delta chamber was damaged and leaked.

Event description:
The dr implanted the delta chamber just below the sophy valve, but noticed that csf flow was poor. Dr then removed it and found it to be damaged at the diaphragm. The damage was not caused during implant or explant.